Event description:
It was reported that the pump's usb port pins were bent, resulting in difficulties charging the pump and the pump subsequently shutting off. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued to use current insulin pump for insulin therapy.